Event description:
There was a contaminated basin set from the minor pack, (it had a black substance inside). The patient was not in the or (operating room) yet, so the table was broke down and a new setup was completed. Minor pack gtin: (B)(4). Expires 2026-02-28. Lot 1023jbb958. Manufacturer: medline.